Event description:
It was reported that the patient felt shocks from the controller when it touched their arm or leg. Log file review did not capture any unusual events. It was recommended to asses the controller for damaged areas.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of user shocks was not confirmed. The submitted controller event log file contained approximately 1 hour of data ((B)(6) 2023 from 8:01:05 to 8:56:29 per the timestamp). The log file data did not indicate any issues with the system controller. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) was exchanged and that the patient has not reported further shocks after the exchange was performed. It was also reported that the exchanged controller would not be returned for evaluation. Multiple requests for additional information were made to determine if there was damage on the housing of the controller and no response was received regarding this subject. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 05jun2019. The heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, and heartmate 3 instructions for use (rev. C) section 6, entitled ¿patient care and management¿, state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the controller was exchanged in the clinic on 29jun2023. The exchange went well and the patient had not reported any shock events with the new controller.